Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 to june 30, 2025. This report summarizes 1 event for the failure: detachment of device or device component. 1 event had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h1, h6, h11. 1 event was previously reported during the reporting quarter under MFR report # 3015967359-2025-99188; however, it should be included under this report. Product return status: 1 device was received. Evaluation findings (results/components). 1 device: wear problem/bearings. Product disposition: 1 device: scrapped by stryker additional information: 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 0 events for the failure: detachment of device or device component.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report #: 3015967359-2025-99537. Supplemental rationale, corrected data: b5, h6, h11. 1 event was previously reported during the reporting quarter: however, - 1 event was also reported under MFR report # 3015967359-2025-99188. - 0 previously reported events are included in this follow-up record.